Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room due to a bg level of 394 mg/dl. Customer was treated with zofram, pepcid, and intravenous fluids. The customer was discharged on (B)(6) 2022 with no permanent damage. Tandem customer technical support identified multiple incomplete load alerts as well as incomplete bolus alerts in the pump history prior to the event. Reportedly, the customer had initiated the load sequence but had not completed the load sequence, resulting in insulin therapy being stopped for an extended period of time. Additionally, the customer did not complete the bolus delivery sequence when intending to administer bolus insulin. Tandem field team educated customer on proper supply change and bolus procedures while using the pump.